Event description:
During uterine artery embolization the ir ran out of pva's resulting in unilateral artery embolization. Procedure repeated 5 times. Part of dr's study group. Following uae pt had a fever of 103 degrees, given oral cipro and IV clindamycin. Yellow green vaginal discharge. Hospitalized 10 days. Discharged home with oral antibiotics. Following uae severe pelvic pain and three drs have recommended hysterectomy. Fibroids continued to grow. Successful myomectomy performed in 2001. Gynecologist said there were many adhesions secondary to uae.